Event description:
The fast cath introducer 14f was introduced into the patient's femoral artery. Bleeding started via the valve membrane, so the dilator had been taken out and the guidewire inserted. The device was replaced with another fast cath introducer 14f which did not stop the bleeding. A third fast cath introducer was used, but the bleeding persisted. The procedure was canceled due to the risk of increased bleeding. The procedure will be repeated in 2 days through the other leg. Reference 3005334138-2018-00145 for second product and 3005334138-2018-00146 for third product.

Manufacturer narrative:
Product evaluation: the reported event of a leak could not be confirmed. The results of the investigation concluded that the sheath did not leak during functional leak testing with or without the dilator inserted through the hemostasis seal. The video submitted with the returned device appeared to show the introducer sheath leaking; however, no anomalies were noted during testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown. The fast-cath instructions for use (IFU) cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal. All air should be aspirated slowly from the sheath using a syringe attached to one of the sideports of the three-way stopcock. Also the dilator, sheath, and catheter should be frequently flushed with saline to minimize the potential for air emboli. The fast-cath introducers instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.